Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances or deviations were identified. Sensitivity for the assay was evaluated using in-house retained reagent kits of lot 68224li00, 66245li00, which included testing of samples of a sensitivity panel. Results of this testing did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No (B)(6) results were obtained. No returns were made available from the customer site. Further supplemental testing performed by the customer generated an architect syphilis tp assay result of (B)(6) and mikrogen igg and igm results of (B)(6). The architect syphilis tp assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar products distributed in the us, list numbers (B)(4).

Event description:
The customer reports on a (B)(6) year-old male patient who is being screened for a blood transfusion. A blood sample taken from this patient tested reactive for syphilis with elisa and tppa methodologies. The same sample tested nonreactive when tested with the architect syphilis tp assay using reagent lot 68224li00 (0.69 s/co). There is no impact to patient management reported.